Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the batch record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. During a service visit opened for the reported event, the local field service engineer checked the cutting depth and performed threshold test. All tests were within specifications. No malfunction could be confirmed. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The beam control check resulted in a correction of plus seventeen micrometers. The treatment of the patient's left eye was finished successfully without any issue. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. No device related issues were identified based on the provided data. The investigation showed patient and/or handling related factors, that may contribute to an outcome similar to the reported event. Therefore, the case is coded as "inconclusive - other". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported vertical gas breakthrough and uneven flap bed in left eye of the patient during refractive surgery. There are multiple related reports for this facility. This report addresses for patient¿s initials (B)(6), left eye and other manufacturer reports will be filed.